Event description:
Rptr has served on the medical advisory board of his local eye bank over the past decade. Rptr is not in favor of a limited exception on consent for corneal retrieval under the medical examiners laws of a particular state or territory. Rptr believes that the final rule should contain specific requirements for obtaining a medical donor history. In this regard, if a donor history has either positive testing for infectious disease (hiv, hepatiits, or other diseases) that tissue should obviously not be used. If however, there are lifestyle or social settings which may indicate that the donor is a member of a risk population which would include hiv or hepatitis, then that tissue should not be harvested for transplantation. Rptr feels concerned that without adherence to strict standards that drs may be a conduit for transmission of these diseases to pts receiving corneal transplant tissue.